Event description:
Customer reported that pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.